Manufacturer narrative:
The device history records for lot (B)(4) were reviewed, all required testing specifications were met prior to release, there were abnormalities noted. The device history records for radiesse, (B)(4), lot (B)(4), expiration date 10/01/2012, were also reviewed, all required testing specifications were met prior to release, there were no abnormalities noted.

Event description:
Dr. (B)(6) reported injecting a pt on (B)(6) 2011, into cheeks with two radiesse syringes, one per side of face. The left side of face was injected with lot (B)(4) and the right side of face with lot (B)(4). A 0.4 cc of (B)(4) was added to each syringe prior to injection. On (B)(6) 2011, the pt woke up with numbness, swelling and redness on the left side of her face only, and on (B)(6) 2011, she went to the ER. A CT scan was taken of her face, results were reported as: "no mass, no bleeding" in the facial area. No treatment was provided at the ER and she was released to home on the same day. On (B)(6) 2011, she was seen at the facility by dr. (B)(6), who confirmed the swelling, redness, hardness on the left side of her face, and white blisters (not opened) inside her upper lip. There was no discharge from any reddened areas and the pt did not have a fever. Dr. (B)(6) prescribed oral keflex, 500mg four times a day, duration unk, for infection. The right side of face did not show any adverse events. On (B)(6) 2011, dr. (B)(6)'s office provided an update on pt recovery status; swelling is resolved, only some residual redness at the injected site remained.